Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Adverse event or product problem : event is an adverse event only. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the cone found a scuff on the inside of the cone that corresponds to the location of the scuff on the stem. The top of the cone is scratched around the hole of the stem screw. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-300512 ¿ arcos distal taper ¿ 835910; 650-0663 ¿ delta femoral head ¿ 2018051120; 00875101136 ¿ hxpe liner ¿ 63868565; 00625006540 - trilogy bone screw ¿ 64102719; 00875705202 ¿ continuum shell ¿ 63901926. Report source (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03600.

Event description:
It was reported that patient underwent a hip revision approximately 2 weeks post implantation due to periprosthetic fracture. During the procedure, a screw securing the proximal body to the distal stem was not present. The screw was found in the patients acetabular and removed. There was not damage or impact to the acetabular components. Attempts have been made and additional information on the reported event is unavailable at this time.